Manufacturer narrative:
Device evaluation summary: the investigation of the returned photograph was completed by the failure analysis lab on january 11, 2021. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had an unknown mentor gel implant placed on an unknown date experienced rupture post procedure. As a result, bilateral explanation was performed on (B)(6) 2020. No additional event details are available at this time. If additional event details become available in the future, then a supplemental report will be submitted.